Event description:
The MFR's rep reported that the pump was explanted and replaced due to possible battery depletion. The pump contained methadone. The pump was implanted for 32 months. No pt symptoms or final outcome were reported. A follow-up report will be sent if add'l info becomes available to us.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.